Event description:
A patient reported via manufacturer representative that their implantable neurostimulator (ins) was in overdischarge. The patient noted that they lived in (B)(6) for 9 to 12 months and during this time, due to the heat, the patient could not charge her ins because of the temperature, which was typically around 105 degrees. The patient¿s skin was so warm that she would always get the ¿thermometer screen.¿ therefore her device went into overdischarge. The patient also informed the representative that because of the stable temperatures, her pain level decreased so much that she did not need to use the stimulator anymore and the patient was asking for the system to be removed as she doesn't want it and is thin and does not like seeing the outline of the device. No communication can be established with the patient programmer, recharger or physician programmer. The date of the last successful recharge was unknown. The indication for implant was non-malignant pain. Additional information was received on 2017-03-02 from a consumer via a manufacturer representative reporting that there were no reportable issues with product function. The patient had not received pain relief and therefore wanted the device removed. There were no environmental factors that the manufacturer representative was aware of. It was reported that there were multiple reprogramming sessions to try to get the desired coverage. It was reported that the scs was explanted on (B)(6) 2017 to resolve the issues and that resolution was reached at the time of the report. It was reported that the devices would not be returned as they were discarded by the customer and would not be replaced in the future. The patient¿s weight was asked but would not be made available. The patient was reported to be alive with no injury and their medical history included complex regional pain syndrome type 1.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.